Event description:
It was reported the customer was hospitalized for high blood glucose. The customer stated their blood glucose reached 422 mg/dl and treatment with their insulin pump did not resolve their high blood glucose. It was found the customer had recurring high blood glucose and no delivery alarms on their insulin pump. The customer was hospitalized in (B)(6) 2014. Blood glucose at the time of admission was over 500 mg/dl. Customer reported feeling sick prior to their hospitalization. It was found diabetic ketoacidosis was the cause of the customer's hospitalization. Troubleshooting found the customer's insulin pump did not have a leak and there were no bent cannulas present on their infusion set. Customer's insulin pump will be replaced due to their recurring high blood glucose. No additional information provided.

Manufacturer narrative:
The insulin pump passed all functional testing. The insulin pump was received with minor scratched liquid crystal display window, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.